Event description:
Patient undergoing cataract removal procedure. First lens was prepared by surgical tech, but then was not found under the microscope. A second lens was prepared, however, the lens folded underneath the delivery arm. A third lens was prepared and delivered normally.